Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen and no specific date was given. The patient reported she would experience itchiness in the patch adhesion area after wearing the sensor for eight or nine days. The patient stated she would remove the sensor on the 10th day and described the adhesion patch area look liked dermatitis and would resolve on its own after a few days. The patient stated she consulted with a physician (no exact date given) and the physician recommended she contact dexcom technical support department for advice on the skin reaction. At the time of contact the patient did not indicate if she was seen by the physician or made contact via phone consultation. No additional event or patient information is available.